Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va10bnh, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0z59j, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported impedance measurements were taken and c/0 was 1,190 ohms but all of the other values were at >40,000 ohms. They took x-rays and everything looked normal. The patient would go for a revision which was not scheduled yet. The patient was getting good therapy to the other side and so "they knew she responded well to therapy". The patient "retched" for approximately 10 hours at the time the stimulation was turned on. It was a sudden change. The issues occurred 3 weeks after implant when the stimulation was turned on. Further follow-up was being conducted to determine what actions/interventions were taken and what the cause of the retching and high impedances were. Please see manufacturer report #3004209178-2016-02976 for information on the patient's concomitant system.